Event description:
It was reported that during testing the unit had no power. During the investigation, device was found to have inconsistent speed. There was no patient involved and no impact or harm reported. Due diligence information is complete. There is no additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). E1 telephone number: (B)(6). G2 foreign: australia. Review of the most recent repair record determined the unit had low rpms. The motor was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.